Event description:
It was reported that the customer experienced high blood glucose levels and vomiting. The blood glucose reading was 454 mg/dl, which was treated with a manual injection. The customer's mother stated that the doctor had taken the customer off insulin pump therapy and reverted to manual injections. She also noted that the insulin pump did not show any indication that any of the past insulin deliveries had been stopped. Unable to complete troubleshooting due to lack of a tubing clamp; advised the customer that one would be sent out to continue the troubleshoot. Advised the customer to change the entire infusion set, reservoir, and insulin. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.